Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately six (6) months post procedure, aneurysm enlargement and a type 1a endoleak were identified however patient was unable to tolerate angiography due to contrast agent allergy. Approximately one (1) month later, the physician performed a reintervention and attempted to implant a vela infrarenal stent graft but was unsuccessful due to user-related deployment issues. The physician then elected to complete the repair with a femoral-to-femoral bypass and another vela infrarenal stent graft, which successfully resolved the endoleak.

Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the additional surgical procedure (fem-fem bypass) is unconfirmed due to a lack of medical records. The type ia endoleak and sac growth of 5.5 mm events are confirmed. The most likely causation of the type 1a endoleak is a combination of anatomy and user related due to the superior stent margin of the bifurcated stent graft landed in the mid-aortic angulation, and the absence of a proximal extension. Procedure related harms for this event could not be determined. During the investigation, endologix found reasonable evidence to suggest the device was used off-label due to the concomitant product use condition of a non endologix stent in the left common iliac artery. However it did not appear to contribute to the reported event. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately six (6) months post procedure, aneurysm enlargement and a type 1a endoleak were identified however patient was unable to tolerate angiography due to contrast agent allergy. Approximately one (1) month later, the physician performed a reintervention and attempted to implant a vela infrarenal stent graft but was unsuccessful due to user-related deployment issues. The physician then elected to complete the repair with a femoral-to-femoral bypass and another vela infrarenal stent graft, which successfully resolved the endoleak. Additional information: clinical assessment identified a non-endologix smart stent (cordis) in the left common iliac artery placed at the initial procedure.